Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they was just inserting the sensor needle got damage and it also had blood at site. The customer¿s blood glucose was 98 mg/dl. Customer stated that they declined to troubleshooting. The device will not be returned for analysis.